Event description:
Caller reported that a pump malfunction occurred after the pump got wet a week ago. Blood glucose level did not exceed 500 mg/dl and there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, and instructed the caller to continue using the pump while advising to call bac k if any issue arises again.